Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed fault 42 (force overload tripped) upon powering up," which was confirmed during the functional testing and the archive data review. The root cause of fault 42 was failed load cells, likely attributed to failed component(s) or mishandling, such as a drop. The customer reported a complaint that "the autopulse platform displayed fault 16 (timeout moving to take-up position)," was not confirmed during the functional testing and the archive data review. Upon visual inspection, no physical damage was noted. The archive data indicated fault 42 on and around the reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, further review of the archive indicated user advisory (ua) 45 (not at "home" position after power-on/restart) in (B)(6) 2023, which is two months before the customer's reported event date. Per the archive, ua45 was cleared by the customer and was not reproduced during the testing at zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (moving the driveshaft back to its home position), then restart. The autopulse platform failed initial functional testing due to fault 42 displayed upon powering up, thus, confirming the reported complaint. The load cell characterization check revealed failed single-point load cells. The load cells were replaced to address fault 42. Following part replacement, the autopulse platform passed the 15-minute run-in test and load cell characterization check without errors or faults. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the mock code drill on a training dummy, the autopulse platform (sn (B)(6)) displayed fault 42 (force overload tripped) and fault 16 (timeout moving to take-up position) messages upon powering up. The customer tried to troubleshoot by re-installing the lifeband correctly and by checking that the autopulse li-ion battery was fully charged; however, the faults persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn(B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.